Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Failure analysis -the returned mlx 300w xenon lightsource was in used condition. The depot technician duplicated the problem. During the evaluation, it was identified that the unit would not power on, had blown fuses, and the power supply switch functioned intermittently. The power supply (ps) unit, ps switch, and fuse were replaced. Evaluation and function tests were performed and the mlx passed all tests. However, the issue of the unit sparking could not be duplicated. The event of a blown fuse is a failsafe to ensure the safety of both the device and the user in the event of an electrical overload. The fuse can be replaced following the instructions for use (IFU). The iec 60601-certified fuses prevent the risk of harm. Root cause - the reported complaint was confirmed. The issue of this 00mlx unit producing a burning odor was most likely due to a blown fuse. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
A facility reported that a burning odor was coming from the light box when it was turned on. The light was reportedly "not coming on." Sparking was observed when the top cover was removed, and the unit was powered on. It is unknown under what circumstance this even occurred; however, no patient injury, death or surgical delay was reported.